Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 178 mg/dl. The customer stated that he was playing baseball which the device could have been damaged. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked case on display corner, cracked reservoir tube lip, cracked reservoir tube and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.